Event description:
Us complainant reported the patient was on impella support and during support, the patient was taken to the operating room for a washout. The clinical representative confirmed that the wash out was not impella related. The patient had a washout of the chest from the patient¿s coronary artery bypass graft. The physician was unable to reposition the pump due to tortuous anatomy after the washout. The impella 5.5 was explanted and an impella cp was implanted.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. No product or data logs were returned for evaluation. Clinical details noted that pump was unable to be repositioned due to patient's tortuous anatomy. The root cause of the positioning issues was most likely patient condition related from patient's tortuous anatomy.